Event description:
It was reported by a pt's attorney that the pt experienced a corneal ulcer in his right eye associated with contact lens wear. On (B)(6) 2011, the pt went to hosp for a red right eye with purulent secretions and pain. The diagnosis was red eye with white secretion. The pt was treated with exocin. On (B)(6) 2011, the pt was seen by ophthalmologist and diagnosed with a corneal abscess. The pt was treated with exocin, ciclolus. On (B)(6) 2011, the pt was visited by the ophthalmologist and diagnosed with hyperemia, infiltrated with superficial ulcer. The pt was treated with nettavisc. On (B)(6) 2011, the pt was visited by the ophthalmologist and diagnosed with conjunctival hyperemia, improvement of corneal infiltrate, peripheral stomal infiltrate, quiet anterior chamber. The pt's treatment was confirmed. On (B)(6) 2011, the ophthalmologist confirmed diagnosis. On (B)(6) 2011, the pt was seen by ophthalmologist and diagnosed with corneal scar in the right eye slightly improved, normal corneal epithelium. The pt was treated with netidex. On (B)(6) 2011, the ophthalmologist requested culture of contact lens. Two unopened blisters were provided to the hosp for testing. On (B)(6) 2011, micrococcus luteus growth was observed. On (B)(6) 2011, the pt has the same scar in right eye and was treated with netidex. The pt is now using cortisone therapy. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The actual device was not returned for analysis. The device history and sterilization records have been reviewed by mfg and found to be in compliance. (B)(4).